Event description:
In 2003, pt complained of neurological decline. Pt was placed on steroids and improved greatly within 24 hours. Craniotomy performed the following month. Initial findings were radiation necrosis with no tumor observed.